Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, no blood flow was observed from the marker lumen. The device was removed. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of no blood flow from the marker lumen was not confirmed. The analysis found the plunger was in the pre-deployed position with no slack present on the link. The maker tube appeared normal and the marker port was not occluded. Marking patency was performed successfully. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.